Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient "report right side "looks sharp, flat, and not proportional to the other", "looks odd and lumpy", and "when squeezed goes flat". Device remains implanted.